Event description:
It was reported the buttons on the insulin pump stick. It alarms button error. The screen was scratched and it was difficult to read at the time. Customer declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.